Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an unresponsive keypad or button. Customer also had a battery out limit alarm and stated that the pump was completely blocked. Customer could not remove the alarm even after a battery change. Insulin pump will be replaced.